Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device functioned properly for about 2 hours. When the device cut the tissue, suddenly sparks came off and it smelled like something was burning. The blade of the tissue pad was burned black. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.